Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won¿t power up) was isolated to a defective u100 and u101 component. The root cause could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.